Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection, when the anastomosis was being completed, the device was fired but staples did not deploy. There was a temporary bleeding since there were no deployed staples. They had to clamp and sew the bowel together.